Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if therapy was ongoing or if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.